Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump was not working as well it did not received receive a low battery alert prior to the off no power alarm. The customer¿s blood glucose level was 235 mg/dl. Customer stated that the battery cap was not loose. This was the second occurrence of off no power alarm. The customer was advised to continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.